Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Surgeon plans to vise both the tibial and talar components. Revision is planned due to limited range of motion secondary to unrelated trauma, and implants will be selected to match the existing defect.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.